Event description:
Reporter alleged obtaining discrepant blood glucose values of 432 mg/dl versus 169 mg/dl, 301 mg/dl versus 101 mg/dl, and 464 mg/dl versus 168 mg/dl, when comparative testing was performed on different days on the advantage system. Reporter stated all back to back tests were performed one test immediately after the other test. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.